Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was missing from the clevis. No other damage or wear marks were observed on the clevis. Other cables at the wrist were not damaged. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, the wires from the tenaculum forceps instrument were broken. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.